Event description:
It was reported that during an unknown procedure, the stapler had been fired however the anvil has not been separated. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: stapler ignition handle was difficult to close. Although the on/off lever button was pressed after ignition, the jaws did not open immediately. I've been told that after the jaws were opened, some of the staples did not close and they completed the procedure safely by anastomosis with sutures. We received the information that the device's on/off lever was opened by force and then some of the staples were not fully closed. For this reason, we received the information that they made the non-stapled part of the tissue anastomosis with sutures and completed the operation.". This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.